Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the instrument exhibits scratch marks/abrasions on the orange plastic/brown laser marked section of the tube extension. Tube extension scratch marks are in multiple locations. There appears to be detached fragments as well. The complaint regarding insulation on the shaft was was missing was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the insulation on the monopolar curved scissors (mcs) instrument shaft, near the tip, is missing, exposing the underlying orange material. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.